Event description:
The customer reported that his olympus hf generator unit was producing an e006 error code during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Corrected fields: h6 (type of investigation) "4111 - communication/interviews" should not be selected on the initial. The device was returned to olympus for inspection and the customer's reported issue was not confirmed. However, the error was found in the logs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Although an e006 error message was found in the error logs, it was not be reproduced during the evaluation. In general, an error e006 is triggered due to an increased impedance between both electrodes, therefore the following causes are possible: 1) increased number of deposits of tissue on the electrode. 2) increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. 3) increased contact resistances due to defective contacts at the working element or connection cable. 4) the instrument is located in a gas bladder during activation. 5) the measuring method of the esg-400 might have an impact on the conductivity. Lastly, user error cannot be ruled out for this error pattern. Olympus will continue to monitor field performance for this device.